Event description:
This product was inserted to drain a pleural effusion on an (B)(6) male pt. Approx 5 hours post insertion, the pt rolled over in bed and the catheter disconnected from the hub. The catheter was clamped, then removed, medical staff tried to insert another chest drain, but were unsuccessful. A chest x-ray was done which showed no pneumothorax. Pt was discharged a couple of days later with no ill effects.

Manufacturer narrative:
(B)(4). Expiration date unk as lot is unk. No product was returned to assist in our investigation. However, this device is 100% confirmed that the tubing is secure in the fitting, prior to further processing. In addition, an instructions for use, is provided that instructs the clinician to perform inspections of the catheter and connections regularly. We are unable to confirm that the device was not manufactured to specs and subsequently unable to determine why the subject catheter separated at the hub. We will continue to monitor for similar complaints.